Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly. Subsequently, an unspecified malfunction occurred. The customer's blood glucose level was 223 mg/dl. The customer had manual injections available as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified; however, the shutdown issue could not be verified. Additionally, a different issue was identified.